Event description:
Haemonetics received a machine for service on (B)(4) 2009. No donor or operator injury or reaction was reported.

Manufacturer narrative:
Upon evaluation of the device a blood spill was discovered. The machine was decontaminated and the components which were damaged were replaced. The machine is now ready for use. (B)(4).